Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences nerve pain at the top end of the incision site. The surgeon explanted the lead. During the surgery it was found the patient's lead had an external fracture that was found during the revision procedure. X-rays were taken which revealed the lead coating was damaged. Follow-up revealed the patient's issue was resolved.